Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue was caused by hardware, affecting the processors of the device. A field service engineer replaced the all-in-one and hard drive to prevent the unexpected reboot from occurring again. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted during surgeries. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and additional information has been added to the following sections: b3, b5, d1, d4, e2, e3, g3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-sep-2022 to 06- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by hardware, affecting the processors of the device. The field service engineer replaced the all-in-one screen and hard drive to prevent the unexpected reboot from occurring again. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly rebooted while the cases were going on in the operating room. There were no adverse events or injuries reported based on this event.